Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: rosen 0.035" 260cm. Guide cath: ancel 6f 90cm. Sheath: gore dry seal sheath 28cm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified, and de novo renal artery. It was confirmed through fluoroscopic (cine) that the 7.0 x 29 omnilink elite balloon expandable stent was advanced to the target lesion. Then it was noticed the stent dislodged at the tip of a non-abbott guiding catheter which was removed from the anatomy using a snare device. There was no other reported issue. The procedure was successfully completed with a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspections was performed. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that omnilink elite vascular balloon-expandable stent system electronic instructions for use states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of 5.0 mm and 11.0 mm, and lesion lengths up to 50 mm. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.